Manufacturer narrative:
Correction: section h6: medical device problem code "signal artifact/noise" should have been "over-sensing."

Event description:
Related manufacturer report number: 2017865-2023-18813. It was reported that the patient had no symptoms. It was noted that false auto mode switching episodes due to electromagnetic interference was observed on the atrial lead. The atrial lead and implantable cardioverter defibrillator were being monitored. There were no patient consequences.